Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had been getting poor coupling since implant. The patient would get 8 boxes, then it would drop down. It was noted that the past 3-4 days the ins recharger (insr) screen would go blank. The patient reported charging with the insr antenna under their shirt. The patient was able to get 4 coupling boxes at the time of this report and was successfully recharging. The patient was sent adhesive discs to improve recharging coupling. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient told the hcp that it was taking longer to charge. However, the patient is only charging every 8 days when the ins reaches 50%, and they are able to charge the device to 100%. The patient¿s weight was also provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.